Event description:
It was reported there was a pump problem. It was stated the patient was in bad condition with her back. It was further noted the patient had severe back pain even before the pump was placed. It was stated the patient was severely depressed. It was noted the patient was at a ¿90 degree angle¿ which transpired after their first back surgery in 2009 before the pump. It was reported the patient was unable to have medication ¿pre-administered¿ because the patient was not seeing a doctor who could access the pump for almost 2 years. It was noted the pump had been dry for 2 years. The pump was used to deliver dilaudid and an unknown drug. Patient outcome was not provided.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).